Event description:
Event description: it was reported that a patient incident occurred with an erbe laparoscopic biclamp during a myomectomy. The accessory was being used with an electrosurgical unit (esu). Specific information regarding the esu's settings and other devices used was not provided. During the procedure, the fastening screw in the joint area came loose on the biclamp laparoscopic fenestrated insert (part number 20195-146, lot number op339846). No details were provided regarding the breakage or detachment of the instrument part. There was no additional interventional work or harm to the patient.

Manufacturer narrative:
The laparoscopic biclamp was inspected/tested. The jaw of the insert was broke and the branch attachment was loose (note: the screw was loose, but still attached.). Also, the proximal shaft end of the insert was broke. All parts of the accessory and insulation were present. However, the device showed significant signs of wear and the coating on the branches was damaged. The instrument was scratched-up and the erbe logo was not recognizable. When tested, there were electrical continuity issues between the handle and the anti-kink sleeve. Additionally, it appeared that the accessory had been repaired/overhauled by a third party vendor (note: data from the instrument revealed 92 uses/sterilization cycles.). Finally, no material or manufacturing defect was evident. In the device's notes on use, it is stated that no excessive levering or exerting excessive forces on the instrument must be done, the product must be checked for damage before each use. Damaged/worn out instruments must not be used. No trends have been identified. Erbe USA, inc. Is now closing the file on this event.